Event description:
The facility rep reported a fail code 703. Info was not provided regarding whether or not the failure occurred during a pt infusion. Details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or med intervention.